Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: smartablate pump kit (us), us catalog #: m490008, serial #: (B)(4). Product name: smartablate remote kit (us,) us catalog #: m490009, serial #: (B)(4). Product name: soundstar® eco diagnostic ultrasound catheter, us catalog #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) old male patient, underwent a left ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered heart failure during the procedure which required medication, intubation and hospitalization. It was noted that this patient had a medical history of low ejection fraction that may have contributed to this event. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that this is patient condition related. However, this event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.